Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the circular seals for the dissector balloons were cut. The dissector balloons, trocar balloons, obturators and lock collars appeared intact. The inflation syringes were not received. The insufflation bulbs were received. Pmv performed functional testing: the holes were covered and the dissector balloons were inflated, no leaks detected. The trocar balloons were inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal femoral hernia procedure, the valve seal was damaged and balloon leaked gas/air. The air was leaking from balloon dissector seal when trying inflate. The surgeon removed the camera scope and placed finger over the entire opening to hold in air to resolve the issue in order to complete the case. There was no patient injury.